Event description:
Pt admitted to the hospital with a diagnosis of toxic shock syndrome. Friend thought that applicator tampons were being used at the time. They do not know the brand or the absorbency. Info has been requested from the family member of the pt.